Manufacturer narrative:
Follow up report to provide additional information not known at the time of the original report such as investigation type, findings, and conclusions.

Event description:
Follow up report for cc2020-046-ir; MFR report #.

Event description:
Balloon catheter was not able to be removed from 7f sheath.